Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was likely that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use lithotriptor¿s guide wire tip broke during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed after replacing it with a similar device. There was no patient injury or medical intervention associated with this event.